Event description:
The pt underwent a left total hip replacement in 2000 under epidural anesthesia. In the recovery room, sequential compression devices were applied to both lower legs as per routine orders. On 8/10 the pt complained of spasm of the left ankle followed by difficulty with dorsiflexion. The sequential compession devices were discontinued. The pt sustained foot drop on the left side.